Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported that her daughter's blood glucose has been over 500 mg/dl. She called to get a loaner insulin pump. Customer stated her doctor advised her to try different infusion sets. Troubleshooting was not done. A loaner insulin pump was sent to customer. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.